Manufacturer narrative:
(B)(4) updated: date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device analysis: the device was returned to the factory for evaluation. It showed signs of clinical use and some evidence of blood. Charred tissue was observed on the heater element. A visual inspection of the cannula was performed. The scope wash tubing had been transected distal to the c-ring joint. The edges of the transected material were examined using microscopy. The tubing had ¿necked down¿ immediately adjacent to the transected edge. The c-ring was warped such that the two arms were no longer aligned. The plastic deformation and warping indicates the assembly was exposed to temperatures high enough to soften polycarbonate in close proximity to c-ring and scope wash tubing. Evidence of blood and tissue was observed on the device indicating that the failure occurred during use. The account initially reported that a ¿malfunction occurred¿ but failed to provide any additional details. Based on the condition of the device as found, the reported malfunction was confirmed as ¿c-ring assembly break/ scope wash tube transected. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications. The DHR is available for review as an attachment to the record. There is no evidence to indicate that the device manufacturing process caused or contributed to the reported event. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hemopro 2 device (vh-4000) malfunctioned during procedure. Details are unknown at this time. A second vh-4000 was opened to complete the case. Shipping 1 each vh-4000 product replacement to the customer ((B)(6) attn) and 1 each biokit. Cvtm: (B)(6)

Manufacturer narrative:
(B)(6) 2016 10:16 am (gmt-4:00) added by(B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(6) 2016 04:22 pm (gmt-5:00) added by (B)(6) ((B)(4)): the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(6) 2016 05:11 pm (gmt-5:00) added by trackwise webservices (cpl) (tws): hemopro 2 device (vh-4000) malfunctioned during procedure. Details are unknown at this time. A second vh-4000 was opened to complete the case. Shipping 1 each vh-4000 product replacement to the customer ((B)(6)) and 1 each biokit. (B)(6).